Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a partial display from the insulin pump. The customer's blood glucose reading was 4.5 mmol/l. The customer stated that the screen is messed up. The customer stated that the right hand side of the screen is not showing the figures. The customer stated that he held his pump in his pocket and when he took it out, the screen was blank. The customer used (B)(6) aaa alkaline battery. The customer stated that the pump was neither dropped nor bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a bleeding lcd glass. No blank display was noted. Unable to perform any test due to the display anomaly. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.